Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Implanted date: (B)(6) 2015. Device is not available for return. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal due to nonunion and infection on (B)(6) 2016. The original procedure to repair a right humeral condyle fracture was performed in (B)(6) 2015. Subsequently, it was discovered that the fracture was in nonunion and the implant site was infected. Removed hardware included: one (1) intact 3.5mm locking compression (lcp) posteriolateral distal humerus plate and six (6) intact 3.5mm cortical screws. The screws were found to have pulled out of the plate due to the effects of the infection on the bone. The operative site was debrided and irrigated. Antibiotic therapy was begun. There was no surgical delay or patient harm. The procedure was completed successfully with the patient in stable condition. A revision procedure is expected to be scheduled once the infection clears. This is report number 1 of 2 for (B)(4).